Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the he was hospitalized for high blood glucose and chest pain. The patient experienced vomiting and he could not hold down any food or liquid. The patient had severe chest pain. His arms were numb as well. The patient was worried because he had already experienced two heart attacks and a stroke. At the hospital, the patient's blood glucose was treated and he passed the stress test. Troubleshooting was declined for the high blood glucose; however, he mentioned that the insulin pump made an awful loud noise during the rewind process. The insulin pump was not returned for analysis at this time.